Event description:
It was reported that the remote monitor would dial out during the transmission process, but would not complete the transmission. It was further reported that the battery had "exploded" inside the monitor. The patient had already cleaned up the mess the batteries made, but the monitor would not send the transmission properly and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).